Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported leak appears to be related to identified torn silicone valve. However, a conclusive cause for the silicone valve tear could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and dilated left atrium. A steerable guide catheter (sgc) was prepared per instructions for use (IFU) and inserted without issues. However, while inserting the clip delivery system (cds), the sgc drew air from the hemostasis valve. Therefore, the sgc and cds were removed from the patient. While outside the patient, the devices were rinsed, and a leak in the sgc was detected. A new sgc was inserted without issues and the procedure was continued. Two clips were implanted, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.